Event description:
It was reported while using bd alaris¿ pca kit asv microbore cv there was component damage and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material#: 10800175 batch#: unknown. It was reported by customer that additional leakage happened on (B)(6) 2023, (B)(6) 2023. Customer stayed that there is holes in tubing described as micro-punctures. There were no adverse events/injuries. Verbatim: additional info received on (B)(4). Tubing defective and leakage ¿ date of incident: (B)(6) 2023 was there any patient involvement? If yes, what is the patient outcome? Is there any adverse event/serious injury? Yes, three patients involved. All three patients are out of ICU and on step-down units, still admitted to the hospital. There were no adverse events/injuries. Was there any exposure towards the patient or healthcare worker? No known exposure. How many occurrences of the defective item? Three separate occurrences. Leakage ¿ (past two months). Are you able to provide date of incident for event in the format of dd-mm-yyyy? (B)(6) 2023. Was there any noticeable crack or hole that caused leakage for the incident within the past two months? Holes in tubing described as micro-punctures. Was there any patient involvement? If yes, what is the patient outcome? Is there any adverse event/serious injury? See question 1 above. How many occurrences of the defective item? See question 3 above. Customer reported the leakage - (past two months) doe: (B)(6) 2023. Verbatim on (B)(4). Rn witnessed pooling pca medication on the floor of sicu 401. Upon inspection, medication was "seeping" out from pca IV tubing and onto the floor along the entire length of the tubing. No evidence of external tampering with pca IV tubing, but rather defective or improperly manufactured tubing as evidenced by the microscopic holes that run along the full length of the tubing. Unit manager notified. Call placed to pharmacy to inquire about other instances of defective tubing, pharmacy tech had not heard anything and encouraged rn to call central supply. Rn placed call to central supply, and supply employee was unaware of any defective tubing. Of note: within the past 2 months, there have been at least 2 other instances on sicu of pca IV tubing needing to be changed due to medication leaking onto the floor. These instances were undocumented as they were thought to be coincidence, however now seem to be evidence of a larger supply issue.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary : a complaint of set having microholes causing leakage was received from the customer. A video was provided by the customer where the tubing is seen to be leaking. The customer complaint of component damage - leak was confirmed. A device history record review could not be performed on model 10900175 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.